Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was to report that the patient passed away on (B)(6) 2025 due to meningitis and encephalitis. Caller was told that the infection had traveled to the patient's deep brain stimulation (dbs) implant. Caller also mentioned that patient's blood pressure was out of control and they couldn't get their fever under control, which caused a minimal brain bleed. Patient was supposed to be transferred to another hospital; however, it was too late to transfer the patient. The healthcare provider (hcp) reported that they do not know the initial source of the infection. They do not know what device or th erapy-associated interventions were performed. Leading up to the patient's death, they had botulinum toxin injections and normal parkinson's disease medications. The patient's admitting diagnosis for their hospitalization prior to passing was encephalopathy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Event is no longer being reported as a death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.